Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head was out of specification on it e-field immunity functional test and the lower case was replaced to resolve. It was further noted that its cable was twisted but functional and that its label was missing its backing. The cable and label were replaced to resolve. It then passed all final functional and systems tests and no other anomalies were found. (B)(4)

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.